Event description:
It was reported that when the device was charged to 300 joules during testing, the device will show 250 joules and will discharge at 198.2 joules. Also, when the device is charged up to 100 joules, it will show 100 joules and will discharge at 76.2 joules. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The transfer relay was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.